Manufacturer narrative:
History - does not contain any motor error alarms. Cust does have several. No delivery alarms in the alarm history. Cust sts these alarms occured back in (B)(6), 2014. * inquired when the motor error alarm occurred. Found: bolus. Inquired if the customer recalls any significant events leading to the alarm. Found: no. Inquired if the pump was exposed to a strong magnetic field or MRI. Found: yes cust sts she passed the pump through the x ray machine at the airport and other x ray check ups at her hcp office and the MRI machine as well. Inquired if the customer uses the sensor feature on the pump. Found customer does use the sensor feature. Adv the customer a false motor error alarm may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Adv the customer they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Adv we suggest setting the sensor glucose graph timeout to 2, 4 or 6 minutes and to avoid selecting none. Customer states they are able to rewind the pump. Adv the customer the pump will need to be replaced. Adv the customer to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Adv the customer to retrieve their pump settings. Adv the customer to return the pump with the battery and zero out the basal rates. Expl and addressed no delivery alarm issues. Cust sts she does not wish to t/s for this issue as the pump is getting replaced. Prime rewind t/s per dop. Patient's bg is 115 mg/dl. Customer states insulin is "squirting out" during the manual prime process. Customer states insulin continues to drip after motor stops during the manual prime process. Customer states they are receiving an a33 alarm. Customer states they are unable to exit the "preparing to prime" loop. Customer states the rewind message occurred after an alarm/alert. Customer states they are stuck in rewind complete/bolus delivery loop. Adv customer to treat as per hcp instructions. Customer response: cust * does have a back up plan on hand to use. Inquired if pump was dropped or bumped prior to the a33 alarm occurring. Customer states: no. Adv customer to disconnect from the pump. Adv customer to check for protruded, loose, sticking out or flush drive support cap. Customer states: the drive support cap appears normal (recessed). Asked if the customer recalls pressing the cap while connected. Found: no. Adv customer to discontinue use of the pump. Adv customer to revert to back up plan per hcp instructions. Explained possible cause of the a33 alarm: during seating the force sensor did not detect the reservoir. Adv customer the pump will need to be replaced. Expl cot policy. Expl interaction aftercare email. (B)(4) is statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
It was reported that the customer was having several issues with the insulin pump: unexplained no delivery alarms, motor error alarm, insulin squirting out of the insulin pump, a33 alarm, and a or e alarms which the patient could not remember. Customer stated these alarms occurred back in (B)(6) 2014. Customer also reported the insulin pump was exposed to x-ray machines and MRI. Customer's blood glucose was 115 mg/dl. Customer stated insulin squirted out during the manual prime process and continued to drip after the motor stopped. Customer was also unable to exit the "preparing to prime" loop and the rewind message occurred after an alarm. Customer was stuck in rewind complete/bolus delivery loop. Advised the customer to discontinue use and revert to back-up plan per health care professional's instructions. Advised the customer that the insulin pump would be replaced. No further information provided.